Event description:
This balloon catheter was used to deploy a stent. Resistance upon balloon catheter withdrawal post stent deployment was encountered. Continual exertion and manipulation against this resistance resulted in removal of the catheter shaft, however, the balloon material and one radiopaque marker remained in the pt and were believed to be hung up on the stent. A renal artery bypass procedure followed. It was believed the balloon material and marker were removed at that time. The pt expired one day post surgery. The cause of death was unk, however, a myocardial infarction was suspected. As per user facility medwatch report, the pt has a history of three mi's, dm, ashd and renal hypertension. The pt's risk factors as well as use of this device in a non-indicated procedure may have been contributing. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use state: co's balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature."